Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb) which resolved the issue. The hardware on the backlight inverter printed circuit boards (pcbs) were updated. The se performed software download. The ventilator passed calibrations, extended self tests (est), short self tests (sst), and electrical safety tests.

Event description:
It was reported that, during patient use, an 840 ventilator generated an error which rendered the ventilator inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.